Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 384 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. Symptoms reported include diarrhea, vomiting and chest pain. The patient was treated with intravenous fluids of insulin, phosphorus and magnesium. The patient was released the next day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.